Event description:
The device was used for the operation of craniotomy. Surgeon, who is the hospital director, tried to insert the screw, 1 of 4 screws, this screw would not go into the bone. The surgeon checked the tip of the screw and it was blunt. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual macroscopic assessment revealed residues close to the fracture area and at the shaft. Slight damage and plastic deformation of the thread can be documented close to the fracture area. The fracture surface at the center of the tip, showed slightly damaged areas. The implant material underwent an intense and systematic acceptance testing and was released for manufacture only after compliance with the specifications. The screw complies with the specifications and international standards. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.